Manufacturer narrative:
The complaint has been reopened and reviewed according to FDA form 483 inspectional observation ems #2, eobs2 from the FDA inspection conducted between july 17 to july 21, 2022 at the ems and bonaduz sites. A detailed investigation was performed by an expert from the technical service: since the complaint in question was submitted to hamilton medical ag more than one year ago, no attempts will be performed to obtain additional information. No further investigation or correction will be performed except those mentioned above. Hamilton fm 653570 rev. 02 medical page 3 of 4 investigation report (remediation) confidential complaint nr. (B)(4) in future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event. The allegation in this complaint was confirmed to be a complaint. With this investigation it has been confirmed that the device failed to meet its specifications at the time of the event while the ventilator was used. The root cause was determined to be a software error. In consequence the software was updated. There was no patient or user harm reported.

Event description:
On 13.02.2023 in the night the hamilton-c6 has misbehaved. They wanted to turn the target shift for the o2 even further back (or up?). She assumed that it could be overridden as with the minvol. Too. Anyway, it then started to alarm. The screen could no longer be operated. Finally they turned it off by pressing the on/off button for a very long time. During the whole time the ventilation continued to ventilate the patient. It is still in use now and so far without malfunction. Panel connection lost appeared on 13.02.2023 23.19.54 safety ventilation appeared according to error.log